Manufacturer narrative:
(B)(4). The pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement and occlusion tests due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.

Event description:
The customer reported via phone call the pump casing is cracked. The pump blood glucose is unknown during the incident. The customer will return the pump for analysis.